Event description:
Procedure: lap chole. According to the reporter: one branch of the instrument broke off and fell into the pt's cavity. The surgeon did find the missing part and the part was retrieved. This delayed the procedure one to two minutes.

Manufacturer narrative:
(B)(4).